Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable power up or to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. Additionally, the charger power supply was defective and unable to power on the charger. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.